Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's parents reported their son cannot hear and they noticed this suddenly.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The user's parents reported their son cannot hear with the device. They reported that their son had a fall and hit his head on the implant site.

Event description:
Hearing performance with the device was affected reportedly the recipient had a fall and hit his head on the implanted side. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusions: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding.